Event description:
During the case, the pivoting blade holder tab broke. Two of the blade holder tabs snapped while tightening the retractor blade and flew out of the sterile field. Subsequently, another two blade holder tabs snapped during rest position, even without any ongoing tightening. There was no patient or user harm that occurred in this incident. However, these incidents pose potential safety risks to both the medical team and the patient per the healthcare professional in the surgical operation.

Manufacturer narrative:
Device has not been returned.

Event description:
During the case, the pivoting blade holder tab broke. Two of the blade holder tabs snapped while tightening the retractor blade and flew out of the sterile field. Subsequently, another two blade holder tabs snapped during rest position, even without any ongoing tightening. There was no patient or user harm that occurred in this incident. However, these incidents pose potential safety risks to both the medical team and the patient per the healthcare professional in the surgical operation.

Manufacturer narrative:
The deformation observed at the failure points is consistent with the material failure characteristics seen in locking screw components intentionally brought to failure during internal design testing. The investigation determined that the issue is consistent with the application of force exceeding the intended design limits of the system. Excessive force may occur through over-torquing (greater than 159 in-lbs [17.9 nm]) or the application of excessive leverage using the al-0106 driver handle (greater than 57.8 lbf [257.1 n]). The al-0105 bolts are designed to provide a minimum retraction holding force of 10 lb [44.5 n]. Internal specification requirements requires approximately 40 in-lbs [4.5 nm] of applied torque to achieve this holding force. Application of force beyond these limits, whether during a single use or cumulatively over multiple uses, can result in deformation and reduced mechanical strength of the locking screw bolts. Under elevated clamp loads, a damaged bolt may fail unexpectedly. As reported from point of contact, failure occurred to all returned units during one single case. Units are from 3 separate lots and have been in use for a minimum of three years. Multiple lot failure with identical failure modes, occurring during one surgical case indicates excessive force stemming from user error.